Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. Section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2026, a patient underwent an ultrasound guided dialysis catheter placement procedure using glidepath hemodialysis catheter. During the procedure, it was reported that the tip of the guidewire could not be advanced and retracted. After removing the guidewire and the puncture needle, it was found that the "j" end of the guidewire was stuck at the tip of the puncture needle. Additionally, the guidewire stretched and became bent. The procedure was completed using another device. There was no reported patient injury.

Event description:
On (B)(6) 2026, a patient underwent an ultrasound guided dialysis catheter placement procedure using glidepath hemodialysis catheter. During the procedure, it was reported that the tip of the guidewire could not be advanced and retracted. After removing the guidewire and the puncture needle, it was found that the "j" end of the guidewire was stuck at the tip of the puncture needle. Additionally, the guidewire stretched and became bent. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: although the physical device was not returned for evaluation, two electronic photos were provided. First photo shows the product details mentioned on the package which matched with tw details. The second photo shows clinician holding guide wire with hoop inserted into introducer needle, in which guidewire was noted to be bent. However, close view was unclear due to poor quality of photo. Therefore, investigation is confirmed for the reported deformation due to compressive stress. However, the investigation is inconclusive for the reported failure to advance, difficult to remove, physical resistance and stretched issues as exact circumstances at the time of event is unknown and the provided photo was not sufficient to confirm the reported issues. The definitive root cause could not be determined based upon available information. Labelling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (method, result, conclusion). Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.